Event description:
Litigation papers allege that after implant of the device the pt experienced severe pain and discomfort and exhibited the symptoms of a loose implant. Additionally she has suffered loss of muscle mass.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.